Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'constant air in line error' was confirmed. A review of the event history log revealed 'constant air in line error' in the event history log as "air-in-line!". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. No component could be determined for causality and therefore no device correction is required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air in line during testing in the biomed service department. There was no patient involvement. No additional information is available.